Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report problems with the insulin pump resetting itself and that the device alarmed after battery change and external ram crc error. The customer's blood glucose level was unknown. The after battery change alarm kept recurring. The customer was advised that they could continue to wear the device until the replacement arrived. The customer was informed to return the malfunctioning device back for analysis.